Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging a onetouch verioiq meter system kit was missing the test strips. This complaint was classified using the customer care advocate (cca) documentation. Prior to the start of the alleged issue, the patient reported feeling sleepy. The patient reported the alleged issue occurred 2-3 weeks prior to contacting lfs. The patient reported using a combination of medications including insulin and pills (unknown type and dose) to manage her diabetes. The patient reported she normally tests 4 times a day. The patient denied receiving any treatment for an acute complication of diabetes. At the time of troubleshooting, the cca confirmed there was missing product and the closure seal on the box was intact. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that the lfs product caused or contributed to a serious injury. The patient's symptoms do not meet lfs' criteria for a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.